Event description:
A pt underwent a rotational atherectomy procedure performed at this hospital approx 1 1/2 years ago. During the procedure, the physician was unable to platform and elected to remove the burr. During removal, it is believed that the wire sheared off in the advancer. Boston scientific corporation did not receive notification of this event at the time of the incident.